Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the tube and bag of a 2000ml exactamix eva (ethylene vinyl acetate) bag. The pm was described as, ¿a foreign object in the bag¿ and ¿a small plastic piece in the tube¿. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between june 27-28, 2023. H11: the actual device was not available; however, photographs were received for evaluation. The returned photographs were reviewed, and it was noted that there was a plastic-like piece identified inside the bag. The reported condition was verified. The cause of the reported condition could not be determined; however, it was possibly due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.